Event description:
The patient received the scs system on (B)(6) 2011. It was reported the patient is experiencing a burning sensation and pain at the ipg pocket site. The sensation is present whether stimulation is turned on or off and worsens when stimulation is increased to a higher level. Reprogramming effectively resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.